Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint could not be recreated. The parts that seemed to have a potential for causing intermittent problems in bag mode have been replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the peep(positive end expiratory pressure) value is reaching 15cmh2o, while the green scavenger bag was completely flat. There was no reported patient injury.